Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. Scratches were on bezel top left corner. Scratches were on the side cover. The iesu will be returned to the original equipment manufacturer. The probable root cause is attributed to a defective generator. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the bipolar energy was not working. Monopolar energy was working normally. Prior to calling, the customer changed out the instrument and the instrument energy cable twice with no change. The customer then changed out the instrument energy cable with a 3rd known new cord with no change. The tse walked the customer through reseating the sterile adapter and performed a hard power cycle on the tower and the erbe generator with no change. The customer did not have a backup generator and were unable to swap out the tower with another system. The customer elected to convert the procedure to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.